Event description:
It was reported that restenosis occurred in the left superficial femoral artery. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion one was located in the left leg mid superficial femoral artery (sfa) with 90% stenosis and was 130 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm. The lesion was classified as tasc ii b lesion. The lesion was treated with pre dilatation and placement of a 7.00 x 150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018, the subject was diagnosed with in-stent restenosis of the left sfa. No action was taken was reported in response to this event.

Event description:
It was reported that restenosis occurred in the left superficial femoral artery. The patient was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion one was located in the left leg mid superficial femoral artery (sfa) with 90% stenosis and was 130 mm long with a proximal reference vessel diameter of 6.00 mm and distal vessel diameter of 6.00 mm. The lesion was classified as tasc ii b lesion. The lesion was treated with pre dilatation and placement of a 7.00 x 150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2018, the subject was diagnosed with in-stent restenosis of the left sfa. No action was taken was reported in response to this event. It was further reported that on (B)(6) 2018, 100% stenosis located in proximal and mid portion of the left leg sfa was treated with drug coated balloon angioplasty. Post procedure, the residual stenosis was 25%. On (B)(6) 2018, the patient was discharged on dapt.